Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's spouse reported via phone call that the customer's blood glucose was high at 356 mg/dl. They tried to deliver insulin and it seemed like it didn't go through. Spouse stated that the insulin pump had an open circle on screen. During troubleshooting, they found an air bubble in the tubing; there was a white mark two inches up from the reservoir compartment. It was found that the customer was running a temporary basal without knowing and it was advised to cancel it. The device will not be returned for analysis.